Manufacturer narrative:
Concomitant medical products: w4tr02 crt-p, implanted (B)(6) 2018. 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low impedance on the right ventricular (rv) lead. Follow up concluded no intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.